Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that arteriotomy closure in the right common femoral artery was attempted with two prostyle devices using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first prostyle device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 12f sheath and the evar procedure was completed. After tightening the suture knots, hemostasis was not achieved; therefore a surgical cutdown was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.